Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a urovac bladder evacuator was unpacked on (B)(6) 2018. According to the complainant, during unpacking, a foreign body was noted on the device. It was reported that the sterile packaging was completely sealed and no damages were noted on the outer packaging. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
A urovac bladder evacuator bottle and the bottle cap were returned for analysis. The original pouch returned was completely open and no foreign matter was observed in pouch. Visual examination revealed that there was a foreign material stuck in one side of the bottle. The reported complaint that a foreign material was found on the side of the device was confirmed. The review and analysis of all available information failed to indicate a root cause and is therefore, undeterminable. A review of the device history record (DHR) was performed and no deviations were found. A search of the complaint database revealed that no other complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation that a urovac bladder evacuator was unpacked on (B)(6) 2018. According to the complainant, during unpacking, a foreign body was noted on the device. It was reported that the sterile packaging was completely sealed and no damages were noted on the outer packaging. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.